Manufacturer narrative:
The product will be returned by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) defibrillation lead, the helix would not extend after the connector tool was placed over the terminal pin. It was noted that the tool was then pushed very hard over the terminal pin and the helix was successfully extended. Upon removal of the connector tool, the terminal pin appeared kinked. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.